Manufacturer narrative:
Date of submission ( B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service (B)(4) alarm due to low force. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues.  The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The original complaint of a prime issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump indicated that it was not primed, but no alert was given. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user does not recognize that the pump is not primed in the absence of an alarm.